Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 499 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer feels that the insulin pump is not working as designed. The customer declined to check for leaks and declined troubleshooting the issue. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.